Event description:
Reportedly, the stapler was fired on bowel but no staples deployed. The scrub tech then took the instrument and was also unable to fire it. She removed the staple cartridge, reloaded the same cartridge and was able to fire the instrument. The surgeon had to hand sew the anastomosis and they report there was no pt injury.